Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr / product code otn / exemption # e2014015. Total number of events: 10. Aris: 8 initial, 1 follow up. Supris:1.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain and tight pulling sensations with daily activities and intercourse and three surgical revisions on (B)(6) 2017, and (B)(6) 2018.